Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the driver broke. The doctor confirms that the procedure was concluded with another instrument and that the patient did not suffer any negative impact on his health

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one narrow standard large hexed driver, 24mm (phd03n) was returned for investigation. Visual inspection of the as returned product identified signs of wear and fracture tip. Device history record (DHR) review was completed for the subject lot number 1237804. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1237804) was performed for similar events using keyword 'fracture' and no other similar complaint was identified. September post market trending was reviewed and there were no actionable trends or corrective actions for the reported device (phd03n) and event (functional fracture). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.